Event description:
It was reported by the (B)(4) sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right bifurcation via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5mm. Peri-procedure, the patient was anti-coagulated with integrilin and heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after a 4 minutes post procedure hold, a baseball sized (approximate 4 inch x 4 inches) hematoma occurred at the access site. An additional 30 minutes of manual pressure was held to stop the hematoma. It was noted that the patient was average sized and the access location was "good". The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.